Event description:
On (B)(6) 2017 terumo exchange kit lot number 1710313230 disconnection at m/f connection site on replacement fluid line. On (B)(6) was during procedure, (b)(64) was pre-procedure. Both times each end was cleaned in sterile manor, after md medical director gave the ok to continue with procedure. Terumo notified both times. Dose or amount: 2 tot - total. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: lue.